Event description:
A manufacturer representative reported that they were helping with an implantable neurostimulator (ins) replacement procedure. The ins impedances were good prior to explant. When the doctor connected the lead into the ins, electrodes 0 through 8 were good but electrodes 9 through 15 were greater than 40,000 ohms. The doctor swapped the lead and electrodes 9 through 15 were still greater than 40,000 ohms impedance. They tried a different ins and the impedances were greater than 40,000 ohms for all electrodes except electrode 8. The put the lead back into the old device and the impedances were fine. The manufacturer representative was advised to run the stimulation as high as possible for 5 minutes and then retest the stimulation again to see if the impedances would go back down to normal. There were no patient symptoms reported.